Event description:
It was reported that the patient had experienced withdrawal symptoms due to the catheter. The patient stated it was horrible and she was convulsing. The patient¿s arms and chest would draw together. It was unclear what medications the device delivered at this time; however, the device currently delivered baclofen and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11007r10, implanted: (B)(6) 2002, product type: catheter; product ID 8709, lot# j11007r10, implanted: (B)(6) 2002, product type: catheter. (B)(4).